Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: evidence of moisture corrosion was observed in the battery compartment and on the display screen. The leak test failed due a battery compartment leak. The pump powered up with auditory tones and vibrations to a blank screen. Investigators were unable to adequately investigate reported ¿temperature¿ complaint. The pump¿s cover was removed and further moisture corrosion was found to the power printed circuit board, to the display circuit, and to the continuous glucose monitor module.